Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an extension set where the tubing meets the male luer. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation attached to a prefilled non-baxter syringe. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by manually depressing the syringe plunger. This identified a leak between the tubing and the inlet port of the male luer. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.